Manufacturer narrative:
Device was received. Investigation is not yet complete.

Event description:
Device malfunction: damaged epd tip. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during device preparation the distal tip of the rx accunet embolic protection device (epd) was damaged. The syringe used for flushing saline through the epd caught the distal tip. The device was not used. There was no pt involvement. During device evaluation on 05/06/2008, it was noted that the shaping ribbon was separated and detached proximal to the tip ball. Though requested, no add'l info was provided.